Manufacturer narrative:
No conclusion code available. High voltage charge timeout was confirmed by review of device diagnostics. The hv capacitors were returned to the vendor for analysis and an anomaly was detected. The root cause of the long charge time was an anomalous hv capacitor. The device was tested with a set of known functioning hv capacitors and the charge time was normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient received a vibratory alert. Upon interrogation, it was found that the charge time limit was reached during capacitor maintenance. Device replacement was recommended. The patient's condition was stable.

Manufacturer narrative:
Additional information was received regarding device explant. The device will be returned and investigated.